Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment resulting in mitral valve insufficiency/regurgitation appears to be due to a combination of patient conditions (prolapsed leaflet, friable tissue, and flail) and procedural conditions associated with challenging imaging. Image resolution is related to procedural conditions as imaging was reported to be challenging. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed leaflet, friable tissue, and flail. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1. It was noted that difficulties visualizing the clip occurred. On (B)(6) 2025, an echocardiogram was performed and revealed that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3+.